Event description:
It was reported that the dexcom g7 sensor was paired to the dexcom app but failed to pair to the ilet, generating a pairing failed alert, consistent with an intermittent communication failure associated with the electrical/magnetic subsystem and antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and ilet, manifesting as intermittent communication failure related to the antenna component; the issue resolved after the user toggled g6/g7 settings, re-entered the pairing code, and restarted the ilet, after which the sensor reconnected. It was concluded, based on previously established findings for similar reports, that the cause was user setup or connectivity error related to the external cgm-pump communication pathway.